Event description:
The tympanic thermometer was reading significantly higher than oral thermometer. Tympanic thermometer removed from svc for assessment by clinical engineering. Device failed testing and was sent back to MFR for assessment.